Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was exchanged (second surgery) due to wrong power initially implanted. Initial surgery was performed on (B)(6) 2016, with implant of a model zcb00 +24.0 diopter lens in the patient's left eye. Post op visit revealed that the chosen lens power implanted was not optimal on visual acuity (v/a), from the refraction nor the patient's satisfaction stand point. New measurements and lens calculations were completed and a second surgery was planned and performed on (B)(6) 2016. The replacement lens was the same model, a more proper dioptric power of 18.5 diopter. An incision enlargement was performed and patient was prescribed predforte qid, and zymar qid. Visual acuity: pre-op: 20/30. Post op: 20/200. Post op following replacement: 20/25.

Manufacturer narrative:
Device evaluation: the product was discarded by the customer; therefore, it is not available for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The lens diopter result of the testing performed when this lens was manufactured shows the lens power is correct as labeled. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.